Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to environmental stress cracking (esc) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead developed cosmetic esc while in vivo. This damage did contribute to the electrical complaint.

Event description:
It was reported the patient was experiencing syncope and sustained multiple falls with bumps, bruises and a laceration. The right ventricular lead exhibited loss of capture with oversensing noted and pacing inhibition. The threshold measurement was rising and unstable. The lead was partially removed and the remainder was capped. After the lead was removed, the physician noted insulation degradation at the proximal end of the lead. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.